Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump display became progressively dim until unreadable, and the user could no longer view the screen despite charging; a replacement device was arranged and instructions were provided for shutdown, data sync, return logistics, and that the replacement would require a new startup. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continuation of cgm monitoring with the dexcom app or receiver, need to transition to backup therapy if necessary, and replacement of the device. Investigation included customer care troubleshooting, verification of shipping and return processes, and follow-up to secure return of the original device for evaluation. Investigation of the returned device revealed a display visibility malfunction of the pump user interface, with the affected component being the screen/display assembly, and no alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the most likely cause was a device display hardware failure.